Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence it was reported that the device wasn't effective and the implant site hurts. Patient said it was feeling like it was poking them in the uterus and something was stabbing them. Patient had the device adjusted and it stopped feeling like the device was poking. Patient still tried to use the device but it was more trouble having it in than it was having it out. Patient hasn't used the external devices in over 2 months. Patient was having the device removed tomorrow. Reviewed how to connect to the implant. Patient was getting device is not responding message. Patient repositioned the communicator and got the same message. Patient said they could feel the ins through the skin and were placing the communicator right over the ins. Turned communicator off and closed app. Turned communicator back on and open app to try again. Patient was still getting device not responding. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient called back (B)(6) 2025 in reporting that they're supposed to have a surgery today and that they need to make sure their ins is off. Patient stated they were still having issues connecting to their implantable neurostimulator (ins). Patient confirmed previously discussed information regarding device not responding screen and agent redirected the patient to their hcp to further address the issue.